Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she does receive an alert when she has one or no units left in the reservoir. Through troubleshooting the settings were adjusted. Customer's blood glucose reading at the time of the call was 66 mg/dl and has treated with food. No further information reported.